Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, user observed that a "cord was broken on the endoscope plus and the internal cable was visible. No other issue reported. The procedure was converted to another da vinci system. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. During failure analysis, the returned part was tested and confirmed a visible light passing through the endoscope cable jacket (translucent cable). No physical damage or functional issue was noted during investigation. The issue was attributed to a manufacturing issue. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Per log review, the following was confirmed: a procedure was performed on (B)(6) 2022 on system sk0227 using a the endoscope documented under this report. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during the procedure, an endoscope issue was experienced. It was further reported that the customer converted after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Fields PMA/510k are not applicable.